Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in the or, the device did not scan on a consistent basis. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in the or, the device did not scan rf tags on a consistent basis even though present. The device was faulty for when the wand was used, it worked fine with the console. There was no patient injury.